Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the vein was taken out and there was no damage. However, the hospital feels that the opening on the gray cap for the btt port for the dissection is elongated. They felt that when they were dissecting and trying to maneuver around, the device was folding in on itself, because the opening is too tight.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).